Event description:
It was reported through the filing of a lawsuit that allegedly "following the aforesaid (B)(6) 2007 knee revision surgery, due to chronic pain and instability of his left knee, the patient required additional revision surgery, which he underwent on (B)(6) 2012."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown duracon tibial insert. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted, in a supplemental report. Not returned to the manufacturer.